Event description:
It was reported that, the patient with this pacemaker exhibited atrial undersensing during high atrial rates when atrial ventricular (av) search went out to 400ms. The health care professional (hcp) indicated the patient was very symptomatic and going from high pacing rates to loss of av synchrony. Boston scientific technical services (ts) recommended a local representative be paged to turn off av search potentially since the patient was pacing 96% in the v with it currently on. The patient was lightheaded, and experience pre syncope. This device remains in service. No adverse patient effects were reported.